Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Customer did not know if hospitalization was related to pump or related supplies. Customer delivered correction boluses and insulin drip was used during hospitalization to resolve the issue. Customer did not know the date of admission or the date of discharge.